Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported while using bd eclipse¿ needle the shield was missing. There was no report of patient impact. The following information was provided by the initial reporter: packs are going in with 25ga needles uncapped (opened) and loose in the pack this is a safety issue.

Event description:
It was reported while using bd eclipse¿ needle the shield was missing. There was no report of patient impact. The following information was provided by the initial reporter: packs are going in with 25ga needles uncapped (opened) and loose in the pack this is a safety issue.

Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.